Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that during the follow-up performed on (B)(6) 2016, the device was found in standby mode and successfully re-initialized.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report for complete details.

Event description:
It was reported that during the follow-up performed on (B)(6) 2016, the device was found in standby mode and successfully re-initialized.